Manufacturer narrative:
The returned product was evaluated and the investigation found a bend on the exposed portion of the cannula. Inspection of the adhesive pad did not find any issues that would result in skin irritation. No other defects or deficiencies were found during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached 19.5 mmol/l (351 mg/dl) and that the site had a raised bump. Hyperglycemia treated by patient with a manual injection of insulin (exact amount was not provided). The pod was worn between 4 and 24 hours on the arm.